Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. It was reported that the insulin pump did not pass the self-test. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected pump errors 4, or 15 occurred during testing; however self test did return an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing.